Manufacturer narrative:
Date sent: 10/01/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, it was found that a gas leak occurred on two devices. Another device was used to complete the case. There were no adverse consequences to the patient.